Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt "lightheaded" and "warm all over." It was further reported that the right ventricular lead had increased thresholds, impedance and was oversensing. A device interrogation showed "probable lead fracture" and a chest x-ray confirmed a "kink" in the lead. It was further reported that a lead alert was triggered due to high impedance. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt "lightheaded" and "warm all over." It was further reported that the right ventricular lead had increased thresholds, impedance and was oversensing. A device interrogation showed "probable lead fracture" and a chest x-ray confirmed a "kink" in the lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.